Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they found their icon patient programmer after it had been in storage for over a year and when they tried to connect to the implant they got a call your doctor message with a warning por on their patient programmer. Patient confirmed they had been around electromagnetic interference sources such as hospital equipment over the last year. The patient was redirected to their healthcare provider to further address the issue. Patient said they couldn't find/get a hold of their managing hcp on file. Agent emailed patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.